Event description:
It was reported that the primary controller exhibited an unexpected loss of power, power switching and "beeping" which resulted in ventricular assist device (vad) stops when using multiple batteries and controller ac adapters. The patient was admitted, the controller was exchanged and the vad failed to restart and exhibited vad disconnect alarms. It was also reported that the new controller exhibited an unexpected loss of power. When initially programming the new controller the power was disconnected, but during the controller exchange, the vad stop alarm was disabled and there was both battery and ac adapter connected to the new controller. The new controller was exchanged and the vad started. It was also reported that the vad exhibited a motor start event with parameters outside of the typical range, but this was believed to have occurred while the new controller was connected to a motor fixture. The vad, batteries and ac adapters remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: dtpa2qq ICD implanted (B)(6) 2024 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 28-feb-2022 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 05-feb-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 24-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 04-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter   d9: no h3: no h4: mfg date:  h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter.  D9: no h3: no h4: mfg date:  h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial or lot#: (B)(6) d9: yes returned date: 29-may-2024 h3: yes d1: heartware ventricular assist system ¿ controller 2.0 serial or lot#: (B)(6) d9: yes returned date: 29-may-2024 h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers ((B)(6), (B)(6)) were returned for evaluation. The ventricular assist device (vad)((B)(6)), seven (7) batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)), and two (2) controller ac power adapters with unknown serial numbers were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed contamination within both power ports and bent pins within power port one (1). The bent pins did not allow a power source to be connected. The observed bent pin is an additional finding not related to the reported event. Based on an investigation conducted under CAPA p r00384004, the root cause of the observed bent socket pin within power port connector is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing also revealed contamination within the power port pins and a large spring gap between the controller receptacle spring and trough caused by damaged receptacles within port one (1). Internal visual inspection revealed no anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller. Log file analysis revealed seven (7) controller power up events with associated motor starts logged between (B)(6) 2024 at 15:57:13 and (B)(6) 2024 at 14:13:47. The controller can only store a maximum of 30 days of data. Af ter reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the first two losses of power were not available. No anomalies were observed leading to the remaining losses of power. The controller was without power for an average of seventeen (17) seconds. Review of the alarm log file revealed two (2) vad disconnect alarms were logged on (B)(6) 2024 at 14:13:02 and at 14:15:26, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) within the analyzed period. Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and power adapters. Momentary disconnections will result in an audible tone or 'beep'. Log file analysis did not reveal any anomalies involving (B)(6) within the analyzed period. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Internal visual inspection did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s backup controller. Log file analysis revealed several controller powers up events without associated pump start events were logged on (B)(6) 2024 starting at 13:16:12. Review of the data log file associated with (B)(6) revealed a data point on (B)(6) 2024 at 15:20:53, indicating the controller was connected to a pump but was manually stopped. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. If the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected while the disabled mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. Log files then revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 15:31:41. Review of the event file revealed that the date, pump ID, and alarm l imits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to controller power-up events, indicating that the power-up events likely occurred during the initial programming of the controller and/or a controller exchange. Furthermore, review of the alarm log file revealed two (2) vad disconnect alarms were logged on (B)(6) 2024 at 15:21:51 and 15:32:34, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the controller exchange. Log file analysis also revealed a motor start event recorded on (B)(6) 2024 at 15:31:42, in which the motor start parameters were atypical. Of note, it was reported that the motor start event occurred while the controller was connected to a motor fixture following the controller exchange attempt, which correlates with the observed atypical motor start parameters. Log file analysis did not reveal any failed motor start events within the analyzed period. The reported vad disconnect alarms, losses of power, intermittent beeping and power switching events were confirmed. The reported power switching event involving (B)(6) and the reported failure to restart event could not be confirmed. However, the inability of the pump to start due to the controller being connected while the dvsa feature was enabled was most likely perceived as the reported failure to restart. The most likely root cause of the reported failure to restart event can be attributed to the use of the disabled vad stop alarm command during the controller exchange. CAPA pr00660445 is investigating the dvsa feature being enabled during controller exchange events. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the power-source pins, and/or contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6), associated batteries and adapters fall in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources and/or the reported controller exchange. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the reported atypical motor start event can be attributed to the use of the controller with a motor fixture. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.